Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that following a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the patient developed a pocket hematoma resulting in thrombocytopenia requiring a platelet transfusion. This was resolved and the device was left in service. No additional adverse events were reported.